Manufacturer narrative:
Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported , the autopulse would not power up and the battery is not recognized. The serial number label is blank . No additional information was provided. No patient involvement on this reported event.

Manufacturer narrative:
The reported complaint of the "platform did not power up" and the "battery is not recognized" were not verified during the review of the archive and functional testing. Visual inspection of the returned autopulse platform was performed and found a damaged encoder cover, missing screws from the battery compartment, the power distribution board was loose due to broken studs in the top cover, and the battery compartment was damaged. The autopulse platform is a reusable as well as serviceable device and was manufactured on (B)(4) 2005. Therefore, this type of physical damages found during visual inspection are characteristics of normal wear and tear for the life of the device. The platform has exceeded its expected service life of 5 years. Data archive investigation could not verify customer complaint. Following service, including replacement of the power distribution board (pdb), the top cover, encoder cover and battery compartment, the platform was further tested and passed all testing with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse li-ion battery with serial number (B)(4).